Manufacturer narrative:
The customer provided photographs for evaluation. The complaint kit was not returned. Review of the customer provided photographs verified the pump tubing organizer (pto) leak. The leak appears to be coming from the location of the filter, blue stripe pump loop tubing, and tubing lines; however, the exact location of the leak could not be determined based on the photographs. As part of lot release testing, all tubing, bond joints, and weld joints are leak tested. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported pto leak was verified based on the photographs; however, the root cause of the leak could not be determined based on the available information. As a precaution, retraining was completed with all bonding operators at the manufacturing facility on 01-nov-2024. No further action is required at this time. This investigation is now complete. Comp-(B)(4). N.s. 17-jan-2025.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n105 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n105 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4) n.s. 25-nov-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak in the pump tubing organizer during the treatment after 650 ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The customer returned the kit and photographs for investigation.